Event description:
The service report shows that the customer alleged there was no high pressure audio alarm. The nellcor puritan-bennett customer support engineer inspected the device and could not duplicate the reported issue. The engineer was unable to determine if the staff had inadvertently switched the alarm off. The unit passed extended self testing. No parts were replaced. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.